Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain at pelvic region") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, female sterilisation in 2009, c-section (emergency birth of twins) on (B)(6), c-section (birth of son) on (B)(6), multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6))), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from (B)(6) 2010 to (B)(6) 2011. Concomitant products included oral contraceptive nos in 2013 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) in 2015 for pain management and ibuprofen in november 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen"), back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain"), swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling"), pain in extremity ("leg pain / pain over her legs"), migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure / severe migraines") and chest pain ("severe, persistent, sharp, stabbing chest pain"). On an unknown date, the patient experienced alopecia ("hair loss / hair falling out"), fatigue ("fatigue"), depression ("depression and anxiety"), anxiety ("depression and anxiety"), urinary tract infection ("constant urinary tract infections"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), dental caries ("tooth decay and breaking"), tooth fracture ("tooth decay and breaking"), menopausal symptoms ("menopausal symptoms"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), urticaria ("hives and itching"), pruritus ("hives and itching"), rash ("severe painful rash with constant itching") and dysmenorrhoea ("painful periods following essure placement"). The patient was treated with surgery (essure removed by a total vaginal hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the depression, anxiety, dental caries and tooth fracture was resolving, the migraine had not resolved and the menopausal symptoms, chest pain, rash and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, dysmenorrhoea, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth fracture, urinary tract infection and urticaria to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2011: 100% blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter and patient's information and also lab data were added, start and stop date, lot number and indication of essure were provided, and concomitant medications were added. The event "severe and permanent injuries" was deleted and the following events were added: ¿pain at pelvic region¿, ¿chronic abdominal pain¿, ¿low back pain¿,¿swelling¿, ¿hair loss¿, ¿fatigue¿, ¿leg pain¿, ¿depression¿, ¿anxiety¿, ¿recurrent urinary tract infection¿, ¿migraine¿, ¿mental disorder¿,¿tooth decay¿, ¿tooth fracture¿, ¿menopausal symptoms¿,¿chronic chest pain¿, ¿nickel sensitivity¿, ¿hives¿, ¿itching¿, ¿painful rash¿, and ¿painful periods¿. Case was upgraded to incident. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("two metal coils within the endo myometrium"), device expulsion ("two metal coils within the endo myometrium") and pelvic pain ("pain at pelvic region") in a 29-year-old female patient who had essure (batch no. 771093-invalid) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, tubal ligation in 2009, c-section (emergency birth of twins) on (B)(6) 2009, c-section (birth of son) on (B)(6) 2010, multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6) 2004, (B)(6) 2007, (B)(6) 2007, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010)), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from 6-aug-2010 to march 2011. Concurrent conditions included endometriosis, constipation, dysuria, micturition urgency and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos from 2013 to 2014 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) since 2015 for pain management and ibuprofen since (B)(6) 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 days after insertion of essure, the patient experienced back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain/back pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen/severe persistent abdominal pain") and chest pain ("severe, persistent, sharp, stabbing chest pain"). In (B)(6) 2010, the patient experienced swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling/swelling") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure / severe migraines/migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss / hair falling out/hair loss"), pain in extremity ("leg pain / pain over her legs/leg pain"), urticaria ("hives and itching/hives and itching") and pruritus ("hives and itching/hives and itching"). In 2011, the patient experienced depression ("depression and anxiety/depression"), anxiety ("depression and anxiety/anxiety") and urinary tract infection ("constant urinary tract infections/recurrent urinary tract infections"). In (B)(6) 2011, the patient experienced dental caries ("tooth decay and breaking/tooth decay/breaking"). In 2015, the patient experienced menopausal symptoms ("menopausal symptoms/menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), tooth fracture ("tooth decay and breaking"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), rash ("severe painful rash with constant itching") and dysmenorrhoea ("painful periods following essure placement"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy) and surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the embedded device, device expulsion, chest pain, rash and dysmenorrhoea outcome was unknown, the depression, anxiety, dental caries and tooth fracture had resolved and the migraine and menopausal symptoms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth fracture, urinary tract infection and urticaria to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. 125-130 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: 100% blocked . Container label: uterus, cervix and bilateral tubes fixative: formalin. General appearance: a. Pathologic diagnosis: 8.5 x 5.5 x 3.5 cm uterus with detached fallopian tubes. The long fallopian tube and fimbriated end is 3.0 x 0.6 cm. The short fallopian tube and fimbriated end is 1.5 x 0.6 cm weight of uterus: 83 g. Other findings: two metallic clips are present on the external surface of the base of both right and left cornu. Also present are two metal coils within the endo myometrium and both the right and left cornu and fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: two metal coils within the endo myometrium. Most recent follow-up information incorporated above includes: on 27-aug-2018: update of information- no valid batch, no new ptc information. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("two metal coils within the endo myometrium"), device expulsion ("two metal coils within the endo myometrium") and pelvic pain ("pain at pelvic region") in a 29-year-old female patient who had essure (batch no. 771093) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, tubal ligation in 2009, c-section (emergency birth of twins) on (B)(6) 2009, c-section (birth of son) on (B)(6) 2010, multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6) 2004, (B)(6) 2007, (B)(6) 2007, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010)), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included endometriosis, constipation, dysuria, micturition urgency and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos from 2013 to 2014 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) since 2015 for pain management and ibuprofen since (B)(6) 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 days after insertion of essure, the patient experienced back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain/back pain"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen/severe persistent abdominal pain") and chest pain ("severe, persistent, sharp, stabbing chest pain"). In (B)(6) 2010, the patient experienced swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling/swelling") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure / severe migraines/migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss / hair falling out/hair loss"), pain in extremity ("leg pain / pain over her legs/leg pain"), urticaria ("hives and itching/hives and itching") and pruritus ("hives and itching/hives and itching"). In 2011, the patient experienced depression ("depression and anxiety/depression"), anxiety ("depression and anxiety/anxiety") and urinary tract infection ("constant urinary tract infections/recurrent urinary tract infections"). In (B)(6) 2011, the patient experienced dental caries ("tooth decay and breaking/tooth decay/breaking"). In 2015, the patient experienced menopausal symptoms ("menopausal symptoms/menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), tooth fracture ("tooth decay and breaking"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), rash ("severe painful rash with constant itching") and dysmenorrhoea ("painful periods following essure placement"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the embedded device, device expulsion, chest pain, rash and dysmenorrhoea outcome was unknown, the depression, anxiety, dental caries and tooth fracture had resolved and the migraine and menopausal symptoms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth fracture, urinary tract infection and urticaria to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. 125-130 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: 100% blocked. Container label: uterus, cervix and bilateral tubes fixative: formalin. General appearance: a pathologic diagnosis: 8.5 x 5.5 x 3.5 cm uterus with detached fallopian tubes. The long fallopian tube and fimbriated end is 3.0 x 0.6 cm. The short fallopian tube and fimbriated end is 1.5 x 0.6 cm weight of uterus: 83 g. Other findings: two metallic clips are present on the external surface of the base of both right and left cornu. Also present are two metal coils within the endo myometrium and both the right and left cornu and fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: two metal coils within the endo myometrium most recent follow-up information incorporated above includes: on 25-jun-2018: pfs and mr received. Event per mr: two metal coils within the endo myometrium was added. Lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metal coils within the endo myometrium'), device expulsion ('two metal coils within the endo myometrium') and pelvic pain ('pain at pelvic region') in a 29-year-old female patient who had essure (batch no. 771093-invalid) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (birth of son) on (B)(6) 2010, tubal ligation in 2009, c-section (emergency birth of twins) on (B)(6) 2009, migraine headache, multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6) 2004, (B)(6) 2007, (B)(6) 2009 and (B)(6) 2010)), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included endometriosis, constipation, dysuria, micturition urgency and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos from 2013 to 2014 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) since 2015 for pain management and ibuprofen since (B)(6) 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) -2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain/back pain"), 2 days after insertion of essure. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen/severe persistent abdominal pain") and chest pain ("severe, persistent, sharp, stabbing chest pain"). In (B)(6) 2010, the patient experienced swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling/swelling") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure / severe migraines/migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss / hair falling out/hair loss"), pain in extremity ("leg pain / pain over her legs/leg pain"), urticaria ("hives and itching/hives and itching") and pruritus ("hives and itching/hives and itching"). In (B)(6) 2011, the patient experienced dental caries ("tooth decay and breaking/tooth decay/breaking"). In 2011, the patient experienced depression ("depression and anxiety/depression"), anxiety ("depression and anxiety/anxiety") and urinary tract infection ("constant urinary tract infections/recurrent urinary tract infections"). In 2015, the patient experienced menopausal symptoms ("menopausal symptoms/menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), tooth fracture ("tooth decay and breaking"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), rash ("severe painful rash with constant itching"), dysmenorrhoea ("painful periods following essure placement") and abdominal pain lower ("it's very painful , cramping like labor pains but only lasts a minutes but very painful"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the embedded device, device expulsion, chest pain, rash, dysmenorrhoea and abdominal pain lower outcome was unknown, the depression, anxiety, dental caries and tooth fracture had resolved and the migraine and menopausal symptoms had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth fracture, urinary tract infection and urticaria to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. 125-130 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: 100% blocked. Container label: uterus, cervix and bilateral tubes fixative: formalin. General appearance: a pathologic diagnosis: 8.5 x 5.5 x 3.5 cm uterus with detached fallopian tubes. The long fallopian tube and fimbriated end is 3.0 x 0.6 cm. The short fallopian tube and fimbriated end is 1.5 x 0.6 cm weight of uterus: 83 g. Other findings: two metallic clips are present on the external surface of the base of both right and left cornu. Also present are two metal coils within the endo myometrium and both the right and left cornu and fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: two metal coils within the endo myometrium most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event : it's very painful , cramping like labor pains but only lasts a minutes but very painful were added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain at pelvic region") in a 29-year-old female patient who had essure (batch no. 771903 invalid) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine headache, tubal ligation in 2009, c-section (emergency birth of twins) on (B)(6) 2009, c-section (birth of son) on (B)(6) 2010, multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6) 2004, (B)(6) 2007, (B)(6) 2007, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from 6-aug-2010 to march 2011. Concomitant products included oral contraceptive nos from 2013 to 2014 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) since 2015 for pain management and ibuprofen since november 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) 2010, the patient had essure inserted. In november 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen"), back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain"), swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling"), pain in extremity ("leg pain / pain over her legs"), migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure severe migraines") and chest pain ("severe, persistent, sharp, stabbing chest pain"). On an unknown date, the patient experienced alopecia ("hair loss / hair falling out"), fatigue ("fatigue"), depression ("depression and anxiety"), anxiety ("depression and anxiety"), urinary tract infection ("constant urinary tract infections"), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), dental caries ("tooth decay and breaking"), tooth fracture ("tooth decay and breaking"), menopausal symptoms ("menopausal symptoms"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), urticaria ("hives and itching"), pruritus ("hives and itching"), rash ("severe painful rash with constant itching") and dysmenorrhoea ("painful periods following essure placement"). Essure was removed on 17-mar-2015 by a total vaginal hysterectomy. In 2015, the pelvic pain, abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the depression, anxiety, dental caries and tooth fracture was resolving, the migraine had not resolved and the menopausal symptoms, chest pain, rash and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, dysmenorrhoea, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth fracture, urinary tract infection and urticaria to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. 125-130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in february 2011: 100% blocked . Most recent follow-up information incorporated above includes: on (B)(6) 2018: reported batch number is invalid, therefore an updated ptc investigation result cannot be provided. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metal coils within the endo myometrium'), device expulsion ('two metal coils within the endo myometrium') and multiple episodes of pelvic pain ('it's very painful , cramping like labor pains but only lasts a minutes but very painful', 'pain at pelvic region') in a 29-year-old female patient who had essure (batch no. 771903 -not valid, 771093) inserted for female sterilisation and birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section (birth of son) on (B)(6) 2010, tubal ligation in 2009, c-section (emergency birth of twins) on (B)(6) 2009, migraine headache, multigravida (4 pregnancies), parity 6 ((date of birth: (B)(6) 2004, (B)(6) 2007, (B)(6) 2007, (B)(6) 2009, (B)(6) 2009 and (B)(6) 2010)), twin pregnancy and miscarriage. Previously administered products included for an unreported indication: orth tri-cyclen lo from (B)(6) 2010 to (B)(6) 2011. Concurrent conditions included endometriosis, constipation, dysuria, micturition urgency and dysfunctional uterine bleeding. Concomitant products included oral contraceptive nos from 2013 to 2014 for birth control, pain management, ovulation pain and painful periods, norethisterone (ortho micronor-28) since 2015 for pain management and ibuprofen since (B)(6) 2010 for pelvic pain female, leg pain, back pain, abdominal pain, chest pain and migraine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced back pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / back pain/back pain"), 2 days after insertion of essure. In (B)(6) 2010, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling / pain over her abdomen/severe persistent abdominal pain") and chest pain ("severe, persistent, sharp, stabbing chest pain"). In (B)(6) 2010, the patient experienced swelling ("severe persistent (sharp, stabbing) abdominal / lower back pain and swelling/swelling") and fatigue ("fatigue/fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines / migraine headaches were much worse after essure placement / cannot identify specific dates for the headaches, just intermittently she would have a migraine before essure / severe migraines/migraines"). In (B)(6) 2011, the patient experienced alopecia ("hair loss / hair falling out/hair loss"), pain in extremity ("leg pain / pain over her legs/leg pain"), urticaria ("hives and itching/hives and itching") and pruritus ("hives and itching/hives and itching"). In (B)(6) 2011, the patient experienced dental caries ("tooth decay and breaking/tooth decay/breaking"). In 2011, the patient experienced depression ("depression and anxiety/depression"), anxiety ("depression and anxiety/anxiety") and urinary tract infection ("constant urinary tract infections/recurrent urinary tract infections"). In 2015, the patient experienced menopausal symptoms ("menopausal symptoms/menopausal symptoms"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mental disorder ("essure caused or aggravated her psychiatric and/or psychological condition"), tooth fracture ("tooth decay and breaking"), allergy to metals ("nickel hypersensitivity / allergic to nickel / hypersensitivity reaction to nickel or any other component of essure"), rash ("severe painful rash with constant itching"), dysmenorrhoea ("painful periods following essure placement") and the second episode of pelvic pain ("it's very painful, cramping like labor pains but only lasts a minutes but very painful"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with a bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal pain, back pain, swelling, alopecia, fatigue, pain in extremity, urinary tract infection, mental disorder, allergy to metals, urticaria and pruritus had resolved. At the time of the report, the embedded device, device expulsion, chest pain, rash, dysmenorrhoea and the last episode of pelvic pain outcome was unknown, the depression, anxiety, dental caries and tooth fracture had resolved and the migraine and menopausal symptoms had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, chest pain, dental caries, depression, device expulsion, dysmenorrhoea, embedded device, fatigue, menopausal symptoms, mental disorder, migraine, pain in extremity, pruritus, rash, swelling, tooth fracture, urinary tract infection, urticaria, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she was not officially diagnosed with a nickel allergy before essure removal, and was not advised of any complications from essure removal procedure. It was also reported that she suspected that the events were related to essure approximately in 2015. Approximate weight at the time of essure placement: app. 125-130 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: 100% blocked. Container label: uterus, cervix and bilateral tubes fixative: formalin. General appearance: a pathologic diagnosis: 8.5 x 5.5 x 3.5 cm uterus with detached fallopian tubes. The long fallopian tube and fimbriated end is 3.0 x 0.6 cm. The short fallopian tube and fimbriated end is 1.5 x 0.6 cm weight of uterus: 83 g. Other findings: two metallic clips are present on the external surface of the base of both right and left cornu. Also present are two metal coils within the endo myometrium and both the right and left cornu and fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: two metal coils within the endo myometrium lot number: 771093 manufacture date: 2010-08, expiration date: 2013-08. Lot 771903 was reported. However, this is not a valid essure lot, as verified with costa rica quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc.(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.